Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, while stapling the stomach, the stapler was able to fire but the reload would not spring open after firing and so was not able to be unloaded. Another handle was opened and used instead to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received engaged with the subject reload. The firing knobs were in the clamp up position. The firing knobs were retracted with some resistance and the reload jaws opened. The subject reload was unloaded from the instrument. Further functional testing found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.